Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level was in the 325-450 mg/dl range. Reportedly, the customer believed that the pump was not delivering insulin. Multiple contact attempts were made by tandem technical support to perform a pump system check; however, the customer did not respond.